Manufacturer narrative:
Based on the limited information, we are unable to determine the root cause of the unknown particle at this time; however, the product is scheduled to return to bayer for a full evaluation. Once the evaluation is completed, a follow-up report will be submitted.

Event description:
The following information was obtained from the customer: the customer reported observing a hair like particulate inside the CT syringe barrel upon opening the syringe kit before use on a patient. No injury or adverse event was reported.